Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged post implant. A successful lead repositioning was done and the lead remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.